Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. This is potentially reportable as there is an allegation against the delivery function of the pump. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/03/2016 with the following findings: the last basal delivery was on (B)(6) 2016. The last bolus was a 1.15u bolus on (B)(6) 2016 at 10:23. The pump history showed that the pump was not in use between (B)(6) 2016. The pump was manually suspended on (B)(6) 2016 12:08 and manually resumed at 23:41. It was again manually suspended on (B)(6) 2016 23:42 & manually resumed on (B)(6) 2016 03:07. The total daily doses added up correctly and reflected the users programmed basal rates. There were no delivery defects found during delivery accuracy testing and the pump was found to be delivering within required range and delivering accurately. There were no errors, alarms or warnings during testing. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).